Manufacturer narrative:
Unit was received with critical pump error and multiple pump error confirmed in insulin pump history, problem isolated to electronic assemblies. Unit was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a critical pump error alarm. His blood glucose was 120 mg/dl. He said that he tried taking the battery out and tried to reset it but believes there is something wrong with the battery. He said that it occurred while he was at work. During troubleshooting, the customer reported that the display screen showed a picture of an x with an arrow pointing to an open book icon. He said that he took the battery out twice and that it still happened it was advised that insulin pump would need to be replaced. He was advised to discontinue use of the pump and to revert to the back-up plan per his doctor¿s instructions. The pump will be returned for analysis.